Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient had a fracture of the tibia due to weak bone from prednisone use and may require a revision surgery of the tibial component.

Manufacturer narrative:
Correction - h6 (results code). The reported event could be confirmed, since the loosening, the migration and the perioperative fracture adjacent to the tibial component can be confirmed with the provided CT scan. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- the loosening, the migration and the perioperative fracture adjacent to the tibial component can be confirmed with the provided CT scan. The talus does not show relevant subsidence or dislocation. The hcp reports, that the periprosthetic fracture may be connected to the intake of prednisone and would be patient and therapy related. Overall, the assumption that weak bone and therefore a patient related factor contributed to the failure is likely. However, failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient had a fracture of the tibia due to weak bone from prednisone use and may require a revision surgery of the tibial component.